Event description:
As per complaint (B)(4) after a clinical procedure a dental implant displayed poor osseointegration and the implant site was regrafted.

Manufacturer narrative:
This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within (B)(4).